Event description:
Same case as: 2134265-2008-03023. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The pt presented with an acute myocardial infarction. The 95% stenosed lesion being treated was located in the calcified proximal and mid right coronary artery (rca). Following a successful rotational atherectomy in the standard manner, a 3.0x15mm non-bsc balloon was used to perform angioplasty. A cutting balloon was also used. The physician placed a 3.50x20mm taxus express2 drug eluting stent in the mid portion and a 3.50x16mm taxus express2 drug eluting stent in the proximal portion. High pressure inflations were made. The pt was allergic to plavix. The pt was taking hyclid and then taken off and only taking aspirin. Four years and four months post the taxus stent implant, the pt had late in-stent thrombosis. An aspiration catheter was used with no change to pt. The physician was unable to cross with a 2.0x15mm maverick balloon. Then a 1.25mm and 1.75mm rotablator burr was used. "Stented" and after the clot was removed the pt was "fine". Additional info was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.